Manufacturer narrative:
Unit passed selftest and displacement test. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was unknown. The customer states that they were able to clear alarm and rewind the insulin pump. Fill cannula was recorded in daily history. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.